Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 5.0x220x150 sterling balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B3) date of event: used the first date of the month of the aware date as no event date was provided. Updated the batch/lot# to 26161274. B3: updated the event date to (B)(6) 2020.

Event description:
It was reported that balloon rupture occurred. A 5.0x220x150 sterling balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient' status was fine. It was further reported that the lesion was 80% stenosed, non tortuous and mildly calcified. The balloon rupture during the first inflation.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Updated the batch/lot# to 26161274. B3: updated the event date to (B)(6) 2020. Device evaluated by MFR: returned product consisted of a sterling balloon catheter and part of an introducer sheath. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a longitudinal tear in the balloon 18.5cm from the tip and is approximately 4.2cm long. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a rupture in the balloon.

Event description:
It was reported that balloon rupture occurred. A 5.0x220x150 sterling balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient' status was fine. It was further reported that the lesion was 80% stenosed, non tortuous and mildly calcified. The balloon rupture during the first inflation.